Event description:
It was reported that the nurse stated that the arctic sun device was alarming 113 (reduced water temperature control). The targeted temperature (tt) was 36c and patient temperature (pt) was 36.8c. Confirmed water temperature (wt) was 28.3c. Walked nurse through accessing diagnostics showed that the outlet monitor temperature (t1) was 28.2c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28.4c, chiller temperature (t4) was 9.9c, water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 2,888 and pump hours were 2,571. Informed nurse it appeared to be a bad mixing pump. Informed nurse to send this device to biomed and swap to a new device. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alarming 113 (reduced water temperature control). The targeted temperature (tt) was 36c and patient temperature (pt) was 36.8c. Confirmed water temperature (wt) was 28.3c. Walked nurse through accessing diagnostics showed that the outlet monitor temperature (t1) was 28.2c, outlet control temperature (t2) was 28.2c, inlet temperature (t3) was 28.4c, chiller temperature (t4) was 9.9c, water flow rate (wfr) was 2.9 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 2,888 and pump hours were 2,571. Informed nurse it appeared to be a bad mixing pump. Informed nurse to send this device to biomed and swap to a new device. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Disassemble mixing pump from motor. Mixing pump motor would not spin when energized until shaft spun by hand. Replaced mixing pump motor. Performed pm procedure. Serviced circulation pump and mixing pump heads. Replaced circulation pump motor, heater, manifold o-rings, drain valves, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.